Manufacturer narrative:
Dornier (B)(4) applications specialists are empowered to train the customers on the operation of the medical devices and to highlight the details of the procedure. Patients related topics such as treatment processes, clinical evaluation, observations, which fall under the jurisdiction of a doctor, will not be covered by dornier (B)(4) applications specialists. It is very likely that the doctor is not trained in the spider veins treatment. Dornier (B)(4) is in process of creating an sop for applications support. Dornier (B)(4) may need to introduce a checking process that the doctor has prior experiences in the said treatment using the same methodology as our medical devices before dornier (B)(4) can commit to any applications support.

Event description:
Two patients that were treated for spider veins now have 2nd degree burns over the treated areas.